Event description:
The customer reported that functionality was lost from both monitors. This issue will effectively eliminate the ability of the user to view a real time image. No patient death or serious injury was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The image processor pcb assembly was evaluated and replaced. The system was tested and found to be working as intended and returned to service.